Event description:
E was initially received via regulatory authority (FDA, reference number: mw5079460) on 13-sep-2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ("cornual ectopic pregnancy / pregnancy had implanted to the outside of her uterus") and ruptured ectopic pregnancy ("pregnancy had implanted to the outside of her uterus and had ruptured") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "physician could not say for sure that one tube was blocked after second confirmation test". Concomitant products included bupropion, levothyroxine sodium (synthroid), liothyronine sodium (cytomel) and multivitamins, plain (multi-vitamin). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and breast pain and ruptured ectopic pregnancy (seriousness criteria hospitalization, medically significant, life threatening and intervention required) with intra-abdominal haemorrhage. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("abdominal swelling"), alopecia ("hair loss"), dysmenorrhoea ("intense cramping during menstruation"), weight increased ("weight gain"), procedural pain ("pain during first confirmation test/pain during second confirmation test") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy for both tubes) and surgery (emergency surgery). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy had resolved, the abdominal pain, abdominal distension, alopecia, dysmenorrhoea, procedural pain and fatigue outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, procedural pain, ruptured ectopic pregnancy and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿life threatening/hospitalization¿ was reported, but not specified or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: (B)(6). Conformation test after 3 months of essure insertion: one tube was successfully blocked but the other was not. New confirmation test was performed 6 months after insertion and radiologist was not sure that her tube was blocked. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.